Manufacturer narrative:
The customer stated that their qc results have been fine. Hcg stat and prl calibrations were acceptable. The customer performed precision testing of prl with acceptable results. The field engineering specialist determined that the root cause due to a problem with the reagent/sample probe liquid level detection. He replaced the reagent/sample probe liquid level detection printed circuit board. He adjusted the level detection voltage. He replaced the mixing paddles. He examined the patient samples and found no debris or fibrin. He performed precision testing with acceptable results. The customer ran calibration and qc testing. The service activities resolved the issue. There have been no further issues following the service visit.

Event description:
The initial reporter complained of questionable low results from their cobas e 411 immunoassay analyzer. The customer provided questionable elecsys hcg test system (hcg stat) result for 2 patients and a questionable elecsys prolactin assay (prl) result for 1 patient. Patient 1: the initial hcg stat result was < 0.5 miu/ml with a data flag. The initial result was reported outside of the laboratory but was questioned by the physician as the patient was known to be pregnant. The same patient sample was retested and an hcg stat result of 234 miu/ml was obtained. Patient 2: the initial hcg stat result was < 0.5 miu/ml with a data flag. The initial result was reported outside of the laboratory but was questioned by the physician as the patient was known to be pregnant. The same patient sample was retested twice with hcg stat results of 310 miu/ml and 297 miu/ml were obtained. Patient 2 is a (B)(6) year old female who weighs (B)(6) lbs. The patient's date of birth was requested but was not provided. Patient 3: on (B)(6) 2019, the initial prl result was < 0.047 miu/ml with a data flag. The initial result was reported outside of the laboratory but was questioned by the physician. The same patient sample was retested on (B)(6) 2019 with a prl result of 12.85 ng/ml patient 3 is a (B)(6) year old female who weighs (B)(6) lbs. The patient's date of birth was requested but was not provided. The hcg stat reagent lot was 37537001 with an expiration date of 31-mar-2020. The prl reagent lot was 37999400 with an expiration date of 31-may-2020.